Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was causing him hyperglycemia. The patient's blood glucose at the time of incident was 400 mg/dl. The customer switched infusion sets but the high blood glucose continued. Then the customer used the same infusion set, but with a different insulin pump, and his blood glucose values decreased. Troubleshooting was initiated to inspect the insulin pump in question. The time and date were not accurate, and when the customer pressed the act button the insulin pump screen would not move when hovering over time/date. The customer confirmed that the basal rates and bolus wizard were programmed accurately. However, the customer stated that he gave 6 boluses but only three were recorded. The customer then found that he was unable to access the bolus option, time/date option, or lock keypad due to his act button. The customer did not recall significant events leading to the keypad anomaly. No products were returned or replaced.